Event description:
A serum sample was negative with testpack plus hcg combo obc. The same sample was 36 miu/ml when tested with imx bhcg. The testpack result was not reported. No further info was available.